Manufacturer narrative:
Third party service

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power supply board needs replaced to address the issue. Additionally, the back housing, oxygen module housing oxygen board, manifold, air filter housing, top housing, equipment grip handle, universal port block, and air intake silencer cover need replaced which are not related to the malfunction/issue.